Event description:
It was reported that the device ¿did not work anymore.¿ the caller was told this by the patient and was given no information beyond that. There was an MRI to be performed of the knee. Per the caller, the scan was not related. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).